Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x16 graftmaster referenced will be filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex artery. Three graftmasters were used during the procedure. A 2.8 x 16 mm graftmaster was being prepped; however, before entering the anatomy, the stent dislodged. There was no resistance noted. A 2.8 x 19 mm graftmaster could not cross the lesion due to the anatomy. A 2.8 x 26 mm graftmaster was implanted to seal the perforation. The graftmasters reportedly did not cause or contribute to complications or adverse events. No additional information was provided.